Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the ventricle perforation was not determined as insufficient clinical information was provided. D6a, d6b.

Event description:
The user facility reported a 71 year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. A left ventricle perforation occurred, and a heart patch closure surgery was performed. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿